Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. We are unable to confirm the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during use on a patient, it was suspected that there was a sensor failure with the cs300 intra-aortic balloon pump (iabp). The first five minutes the iabp recognized pressure, but then cease. The console was replaced with another console. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during use on a patient, it was suspected that there was a sensor failure with the cs300 intra-aortic balloon pump (iabp). The first five minutes the iabp recognized pressure, but then cease. The console was replaced with another console. There was no reported injury to the patient.